Event description:
Event description guidant received information that one week after implant, the thresholds on this right ventricular lead had risen. After one month, the thresholds has risen even further, no capture was observed and the physician made the decision to explant and replace the lead. During the explant procedure, the physician had to use a large amount of force to remove the lead and the helix would neither retract nor extend.